Manufacturer narrative:
Device was used for treatment, not diagnosis. Melhorn, alexander t., walther, markus, iblher, niklas, sudkamp, norbert p., schmal, hagen (2016). Complication assessment and prevention strategies using midfoot fusion bolt for medical column stabilization in charcot's osteoarthropathy. The foot, volume 29, pages 36 - 41. This report is for a 6.5mm diameter solid midfoot fusion bolt (part # unknown, lot # unknown, quantity unknown) (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Report was initially submitted on august 5, 2017 but the FDA site was down. Advised by FDA on august 15, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: melhorn, alexander t., walther, markus, iblher, niklas, sudkamp, norbert p., schmal, hagen (2016). Complication assessment and prevention strategies using midfoot fusion bolt for medical column stabilization in charcot's osteoarthropathy. The foot, volume 29, pages 36 - 41. Germany the puprose of this article was to analyze postoperative complications, define risk factors for those and develop strategies for prevention. Between april 2011 and september 2015, fourteen (14) consecutive patients (male=9, female=5), with mean ages of 59 (+/-9) years, were admitted with charcot neuroosteoarthropathy of the foot and arch collapse were treated with medial and lateral column stabilization (open reduction) using midfoot fusion bolt and lateral lag screws. Concomitant devices reported: 7.0mm large diameter screw (part # unknown, lot # unknown, quantity unknown) this is part 2 of 2 for (B)(4): this part data is for a 6.5mm diameter solid midfoot fusion bolt (part # unknown, lot # unknown, quantity unknown) involving 7 patients who experienced an infection and received surgical treatments, 3 patients who had recurring ulcers and treated with debridement, 3 patients underwent a resectioning of bony prominence, and 3 had major amputation. A copy of the literature article is being submlitted with this medwatch this report is for 2 parts.